Manufacturer narrative:
Date of event: please note that this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. De schlichting e, coll g, zaldivar-jolissaint jf, et al. Pulse generator battery life in deep brain stimulation: out with the old. In with the less durable? Acta neurochir (wien). 2019. 10.1007/s00701-019-04043-8. See attached literature article. If information is provided in the future, a supplemental report will be issued.

Event description:
De schlichting e, coll g, zaldivar-jolissaint jf, et al. Pulse generator battery life in deep brain stimulation: out with the old. In with the less durable? Acta neurochir (wien). 2019. 10.1007/s00701-019-04043-8. Driven by the observation that in our experience newer generation devices seemed to need earlier replacement than the older generation, the researchers aimed to retrospectively analyze the battery life of two generations of non-rechargeable devices. Battery life of 281 devices in 165 patients was taken into account for data analysis. This represented 243 older generation devices and 38 newer generation devices. The primary device implantation indication was parkinson¿s disease (233 devices), followed by essential tremor (30 devices) and dystonia (18 devices). Reported events: pli 10: 3 devices were excluded from analysis as they were replaced due to surgical infectious complications. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.